Manufacturer narrative:
Our investigation into the complaint has now concluded. The lot number provided was not valid, therefore it was not possible to carry out a review of the batch manufacturing records to identify any possible manufacturing issues. No sample was returned or photos provided, therefore it wasn't possible to confirm the failure mode. Without return of the sample or a valid lot number, it hasn't been possible to carry out a comprehensive investigation, however a possible root cause is that the dressing was applied incorrectly, causing an incomplete seal around the border of the dressing. This would allow water from the shower to access the absorbent layer beneath and saturate the dressing. In the absence of a complaint sample or additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the dressing was saturated after showering and not usable. No product sample is available. No delay. No serious adverse event or harm reported to the patient. No pictures available.